Event description:
An adverse event involving a breezy ultra 4 wheelchair was reported to sunrise medical on (B)(6) 2014. The end user called and stated that she had fallen out of her wheelchair a total of 7 times over the course of the last 4-5 weeks. The end user is alleging that the right wheel lock is disengaging while she attempts to transfer in/out of her wheelchair. She claims that this has caused the wheelchair to slip out from under her resulting in her falling. The end user stated that she has sustained bruises to her elbows, knees, back and has suffered a concussion. She also stated that she has never had any medical attention due to the falls. A representative from the end user's dealer reported to sunrise medical that the end user never mentioned to them anything about her falls or alleged injuries. The parts involved in this adverse event are currently in the possession of the end user. Sunrise medical is working with the end user's dealer to coordinate the return of the parts. If and when the parts are received, an investigation will be performed and a follow up report will be filed.